Event description:
Received information stating that the customer's fill estimate was inaccurate. Reportedly, the customer had high blood glucose level but is unclear of the cause at the time of reported event.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.